Manufacturer narrative:
Correction to the initial MDR in blocks: e1: initial reporter country. G2: report source; country. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The ipg was in the hibernation mode and able to be fully charged in one cycle with no issues. The reported event of difficulty charging was unable to be confirmed as the device did not reveal any anomalies and was able to be charged.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator ipg since having been implanted. The patient underwent a revision procedure where the ipg was moved from the dorsal area to the abdominal area for ease of charging, however, following the procedure, the ipg was unable to be charged. Therefore, the patient underwent an additional procedure four days later where the ipg was explanted and replaced. The patient was doing well postoperatively and able to charge the new ipg.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator ipg since having been implanted. The patient underwent a revision procedure where the ipg was moved from the dorsal area to the abdominal area for ease of charging, however, following the procedure, the ipg was unable to be charged. Therefore, the patient underwent an additional procedure four days later where the ipg was explanted and replaced. The patient was doing well postoperatively and able to charge the new ipg.